Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient implanted for a stage 1 trial evaluation. It was reported that the insulation on the lead separated from the lead at the extension connector site. Specifically, when they went to exchange the extension for the battery, it was found that the insulation had separated from the lead. The physician felt the patient had likely been pulling on the extension during the trial, thus compromising the lead. As a factor that may have led to the issue, the physician stated concerns for patient compliance and that the patient had been pulling or messing with the lead. No diagnostics or troubleshooting were performed. The physician chose to explant due to patient compliance concerns, an increased risk of infection, and their repeated requests for additional pain medication. No actions/interventions were taken to resolve the issue. The issue was resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.